Event description:
New information received notes that the patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient had a syncopal event that was correlated with high ventricular rate noted on the electrogram. The syncope was caused by oversensing of noise on the right ventricular lead. While the noise was not actually visible on the electrogram, it was suspected that the right ventricular ring was damaged causing lead noise and inhibiting pacing. Lead revision was discussed.